Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the issue. The cause of the discordant falsely low vancomycin result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on dimension vista 1500 (s/n: (B)(4)) instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher and closer to the patient's expected value. The sample was then run on alternate dimension vista (s/n: (B)(4)) instrument, resulting lower than the repeat. The sample was run again on the original instrument, matching the first repeat result. The sample was re-run on the alternate instrument, resulting higher than the initial result obtained on this instrument. The corrected result from the original dimension vista instrument was reported to the physician(s). The customer then re-spun the sample and reran it on both dimension vista instruments and the results matched. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
The initial MDR was filed on june 23, 2017. Additional information received on august 24, 2017: a siemens headquarters support center (hsc) specialist reviewed the instrument data which suggests there was no indication of a systemic instrument issue which could have contributed to the discordant vancomycin (vanc) result. After re-centrifuging the sample, recovery was consistent and accurate. Sample handling details were not provided. Based on the available information, the instrument is performing as intended. The cause of the discordant, falsely low vanc result is unknown. No further evaluation of the device is required.